Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was 40 mg/dl, and the patient took 1 glucose tablet and drank 3 glasses of apple juice. No fingerstick was taken at that moment. The patient had chest pain, and it felt like somebody was standing on the upper left side of her chest. Besides that, she was confused, disoriented and had a headache. She took nitroglycerin and called 911. When a fingerstick was taken by the paramedics the cgm reading was low, and the blood glucose reading was high, but no values were reported. The patient was brought to the hospital. When a fingerstick was taken the blood glucose reading was 672 mg/dl. The patient was treated with intravenous insulin but could not provide more information regarding this. The patient was discharged after 2 days. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.